Event description:
Pt admitted for extraction of degenrated atrial pacemaker lead. According to MFR, lead had been recalled. The transvenous extraction was complicated by intra-operative hemorrhage requiring mediasternotomy. One of the electrodes was penetrating the superior vena cava posterior of the level of the azygous vein and was into the right pleural cavity. Numerous units of blood and blood components were transfused. The pt stabilized and sent to the special care unit. (Per o.r. Report) pt expired several hours later.